Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, a catheter port was opened to suction the patient. The catheter port was not closed properly following suctioning. The reporter of the event confirmed the ventilator was alarming for patient circuit disconnect and low minute ventilation, but the caregiver did not respond immediately. The patient was taken to a hospital and later expired. Based on the available information, the manufacturer concludes the ventilator operated as designed and the reported event was caused by user error.